Event description:
A patient/layperson reported that his/her ultra 2 "started smoking." After the alleged issue began, the patient became shaky. No treatment or medical intervention was received. The products were replaced. Because the patient alleged he became shaky, a symptom that can be associated with hypoglycemia, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.